Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 1260 mg/dl. Subsequently, the customer was hospitalized and admitted to the intensive care unit (ICU). The customer was treated with intravenous fluids of saline and insulin. The customer was later released from the hospital with the issue resolved. Customer changed pump supplies to address the issue. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days.